Manufacturer narrative:
Philips service replaced the image disk and provided a workaround solution to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low image storage space and ippc boot failure occurred during diagnostic use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.